Event description:
During a low anterior resection procedure, the staples did not form properly and a bowel leakage occurred. The surgeon resected the malformed staple lines and applied another device. The hospp has reported that the pt's status is satisfactory.